Event description:
Customer reported unexpected positive reactions(2+) with anti-d, series 4, lot #504697 at the weak d phase with a patient sample tested on the echo.

Manufacturer narrative:
Instrument images were reviewed. The customer did not return sample for investigation testing; it is not possible to rule out the sample as a cause of the event.